Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered a pump bolus after previously delivering an injection bolus to address an elevated blood glucose (bg) level of 600 (mg/dl). Carbohydrates were consumed to correct for bolus over delivery. The customer later reported that bg levels decreased to 385 (mg/dl).